Manufacturer narrative:
(B) (4) - final device analysis of the recharger revealed no anomaly found; the complaint was unverified, the device tested to specs. The implantable neurostimulator was not returned.

Event description:
It was reported that the pt had a problem with recharging. The pt did not charge the implantable neurostimulator (ins) for over a month. The pt was able to performed a physician mode recharge (pmr) and then change the ins; however, the pt could only charge for 20 minutes and then the recharger would show a thermometer screen and shut off. The pt was not able to fully charge the ins and was concerned this may have contributed to the overdischarge. It was further noted that the recharger was beeping. The recharger was returned for analysis and repair. The pt was seen after the pmr and the power-on-reset was cleared. Add'l info received reported that the pt let the battery over-discharge again and had difficulty with the battery holding a charge due to the damage caused. The pt had the ins replaced, so she would not have to recharge as often. The pt was doing well after the replacement.